Event description:
It was reported that after predilatation of the lesion, the stent was implanted in the mid left ascending diagonal (lad), and the procedure outcome was good. The pt was sent back to recovery for an overnight stay, approx 8-10 hours later the pt started having chest pain, and was brought back to the cath lab and an angiogram showed the stent was 100% thrombosed. No antiplatelet medication was given before or during the initial procedure. After the initial procedure, plavix was administered. It was stated that the pt was resistant to antiplatelet medication. The thrombosis was treated using a non-abbott dilatation balloon. The pt is doing fine. No add'l event or pt info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.